Event description:
It was reported to st. Jude medical in 2006 that the device was explanted due to the october 2005 advisory. In 2006, failure analysis confirmed the field experience of a hardware reset and thus this event was reclassified as reportable.